Manufacturer narrative:
Combination product: yes.

Event description:
This ra lead was explanted and replaced due to loss of capture and no sensing. An xray revealed that the lead was pulled all the way back. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.